Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, after a few minutes of use the vessel sealer extend instrument did not work. The instrument jaws could not be opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. Per the customer, the vessel sealer extend instrument was inspected before the surgery and it was used during the surgery, prior to the issue that occurred. No other information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer extend involved with this complaint. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained and/or if the product is returned. (Following device evaluation). A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 480422-01/ u90211010-0343 associated with this event has been performed. Per logs, the vessel sealer extend was last used on (B)(6) 2022 on system (B)(4). It is single use instrument. With 53 lives remaining. No image/video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the complaint acknowledges the grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the endowrist vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument housing was removed and found that the grip return spring was dislodged. Manual articulation of the grip input failed to manipulate the grips. The instrument grips had no sign of grip tension and remained open. The root cause of this failure is attributed to manufacturing. Additionally, the instrument was found to have homing failure during initialization during in-house testing, likely due to the dislodged spring. The instrument was placed on the system and failed self-test on multiple attempts. The initialization failures were overridden for in-house testing and the instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly during the system test. The knife slot measured at 0.003¿ and the jaw gap verification passed at 0.027¿.

Event description:
Refer to h10/h11 for follow-up information.